Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code occurred on the external pulse generator (epg). The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed customer comment of 0200 errors. Reset printed circuit board (pcb) with firmware update. Both output connectors are broken. Hanger is cracked. Evidence of non-medtronic us service person disassembling and reassembling. Evidence: all case screws, all pcb screws and two liquid crystal display (lcd) screws are loose. Display frame bosses are stripped. Upper case and keypad contaminated, display frame threads. Main label damaged due to customer tracker taped on. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epg was returned for service.